Event description:
The following descriptions of the event were documented by a carefusion tech support specialist in response to phone conversations with a ge clinical service (third party service company) representative and a user facility representative. "Waiting for a call back concerning complaint. Ge a third party service group svc their equipment. They called to ask if this unit was still under warranty, it is. Apparently there was some issue with the alarms on the vent and he is calling resp for more details and whether they want our field service to come in and check the unit." "There was no patient incident. It was not on a pt when this was found. The unit was being powered up to be checked before use when they found this. I verified over the phone that the primary alarm does not sound and the secondary alarm does function properly."

Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. (B)(4). The following information concerning the evaluation of the device is a summary of the information documented by the carefusion field service rep. The carefusion field service rep. Evaluated the device, verified the complaint and determined that the root cause of the reported event was a faulty alarm speaker assembly. The carefusion field service rep. Replaced the alarm speaker assembly and ran the device through a complete calibration and checkout to ensure that it meets all factory specifications. Upon completion the device was returned to the user facility's control ready to be placed back into service. The reason for the alarm speaker assembly failure is not known at present. Further no component or system trend has been identified thus carefusion considers this to be an isolated incident.